Event description:
Customer said that her (B)(6) old son was injured yesterday, and she had one of the (B)(4) jack frost reusable instant cold packs in her freezer, and she applied it to the injury. She said when he woke up this morning, it was all red and blistered at the sight, and looked like a burn. After this happened, she looked at the cold pack and realized it was supposed to be refrigerated, not put in the freezer. Mother reportedly contacted the child's physician for medical attention.

Manufacturer narrative:
No samples were provided for evaluation, however, based on the information received from the mother she stated that she stored the reusable cold pack in the freezer and not in the refrigerator as it clearly stated on the directions for use. Label copy clearly states: "do not freeze or refrigerate prior to activation. Refrigeration prior to activation may result in frostbite." We will continue to monitor for other similar complaints and utilize the information as part of continuous improvement. A review of our quality data and history does not indicate that there are adverse trends. A review of the device history record could not be performed since no lot number was reported.